Event description:
An x-ray tech needed to position a portable x-ray unit above the patient. Prior to this, a radiant warmer that was providing therapy to the patient had to be repositioned away from above the patient to make room for the portable x-ray. The radiant warmer was moved away from above the patient, but not enough to clear the counterbalance of the x-ray unit. When the x-ray tech moved the collimator down toward the patient, the x-ray counterbalance moved up, raising the radiant warmer attached to the patient's bed. Eventually, the radiant warmer slipped off of the counterbalance and the bed drops to the ground. Approximately 4 or 5 inches. The x-ray technician did not move the radiant warmer arm, a nurse did. The x-ray unit has no indication that the counterbalance raises up in the air. That knowledge is only known by experience. This probably contributed to this event. No patient harm, but considering the acuity of the patient, this was truly a "near miss".